Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance out of range. The device had previously undergone and magnetic resonance imaging (MRI). Technical services (ts) stated this device system is magnetic resonance imaging (MRI) conditional. The lead remains in service. No adverse patient effects were reported.